Event description:
It was reported that during preparation for a drug-eluting stenting procedure, a shaft fracture occurred. The physician reported that when the package of the 3.0x24mm taxus liberte stent was opened no fracture of the hypotube was observed. When beginning the introduction of the device into the introducer. A fracture in the middle of the device was observed. There was no patient contact. The physician successfully stented the left descending artery with another 3.0x24mm taxus liberte stent. There were no patient complications.

Manufacturer narrative:
Device evaluation: product analysis confirmed the difficulty stated in the complaint. The device was received in two sections as a result of a break that occurred in the hypotube. The break was measured at approximately 23.7cm distal from the strain relief. The device appeared to have been kinked at the point of separation. This type of damage is consistent with excessive force having being applied to the device. No other kinks or damage were noticed along the shaft of the device. Microscopic examination of the crimped stent and tip found no issues. Microscopic examination of the balloon found no issues with the balloon material. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A recommended size guidewire was inserted through the guidewire lumen with no restrictions noted. A review of the manufacturing record for this particular batch shows that the device met its material, assembly, and product specifications. The most probable root cause of the reported difficulty is determined to be handling damage.